Event description:
The customer reported level sense errors and a leak from the cta (closed tube aliquotter) wash station on their unicel dxc 600i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found evidence of leaking and overflowing from the cta (closed tube aliquotter) wash station. The fse replaced the cta peri pump tubing to resolve the leak and instrument errors. (B)(4).